Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure, the proximal section of the guidewire (subject device) had broken into two pieces during withdrawal out of the microcatheter. There were no reported clinical consequences to the patient.

Event description:
It was reported that during a procedure, the proximal section of the guidewire (subject device) had broken into two pieces during withdrawal out of the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that the guidewire was received in two fragments. The torque device and microcatheter used with guidewire was not returned. Upon magnified examination, the core wire was found to be fractured at the fracture site. The guidewire was bent at the fracture site. The guidewire was kinked on its distal section at 0.8cm from its distal tip and bent on several places along its polysleeve length. The polytetrafluoroethylene (ptfe) coating was found to be scrapped off on it section. The bending and fracture on the guidewire appeared to be due to excessive torque and manipulation. No functional testing was performed due to the damaged condition of the guidewire. Information available indicated that the device was confirmed to be in good condition after unpacking and during preparation. The ptfe coating appeared to be scraped off of the guidewire with the torque device; however, because the torque device used in the procedure was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined. It is also likely that procedural factors contributed to the reported and observed damages limiting the performance of the guidewire during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.